Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2022-00259: test 1 of 2).

Event description:
User reported 2 false positive results. Negative pcr. Asymptomatic. This is report 2 of 2.

Event description:
User reported 2 false positive results. Negative pcr. Asymptomatic. This is report 2 of 2.